Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -16.00/+3.0/079 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to low vaulting and lens rotation. The lens was replaced with a longer lens and the problem was resolved. The cause of the event was unknown. The patient is happy.

Manufacturer narrative:
(B)(4).